Event description:
It was reported that the implantable loop recorder was oversensing, leading to false fast ventricular tachyarrhythmia (fvt) episodes being recorded, and was also undersensing, leading to false asystole episodes being recorded. The device sensitivity was reprogrammed, and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.